Event description:
A customer reported a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and after completing the reset, the customer successfully started their sensor session without encountering the error again.